Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china, and it said that there was the camera cable failure on the former repair record, omsc considered there was the possibility this phenomenon was attributed to communication failure between the subject device and video processor due to the camera cable failure by user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. Therefore, the subject device was returned to the user without any repair. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device went to black during the reprocessing. The intended procedure was completed with the subject device and its procedure not delayed more than 15 minutes. There was no patient injury associated with this report.